Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2005 and (B)(6) 2006 and mesh, avaulta, and pelvisoft were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4) it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent laparoscopic bso, ablation of endometriosis, and left ureterolysis due to endometriosis, dyspareunia, recurrent pelvic pain, and sui. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence, dyspareunia, neuromuscular problems, vaginal scarring and other. It was reported that patient underwent mesh revision on (B)(6) 2008 and (B)(6) 2010. No additional information was provided. (B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2005.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced dysuria, recurrent urinary tract infection, urinary frequency and urgency, and vaginal discharge.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent mesh excision on (B)(6) 2008 by dr. (B)(6) at st. (B)(6).